Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device mez072 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on unknown date and barbed suture was used. When pulling the suture during continuous suturing, the suture was detached from the needle easily. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.